Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Please refer importer report (B)(4).

Manufacturer narrative:
Tracking number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, anterior mesh erosion and recurrent anterior wall prolapse. Planned for anterior repair and excision of protruded mesh. Underwent anterior repair and a cystoscopy, excision of protruded mesh for anterior wall mesh erosion, recurrent anterior wall prolapse, status post previous anterior repair with polypropylene mesh, vaginal hysterectomy, sacrospinous ligament fixation, and posterior repair with polypropylene mesh. Yes. Following mesh revision, the patient developed the following complications. She was discharged on stable condition with prescribed medications. Some urinary incontinence issues for which she does pelvic floor muscle testing. Some bladder issues. She is having bit more bladder prolapse, but no real continence issues. Plan &#63494;- follow-up with urogynecologist. She reported urinary incontinence. Plan - prescribed conjugated estrogens (premarin) vaginal cream for three times weekly.